Manufacturer narrative:
A partial lead was returned in two pieces measuring 23.1 cm on the connector piece and 35.8 cm on the distal piece. Final analysis found that the insulation was abraded at 19.4 cm to 19.7 cm from the connector pin. The abrasions were consistent with exposure to constant friction against the implantable device. Other damages found on these two pieces were consistent with those occurring at time of explant.

Event description:
It was reported that atrial lead exhibited noise a year ago during the routine follow up. No anomalies were found through x-ray, so the device was being monitored. On (B)(6) 2017, the lead was explanted and replaced. The lead insulation breach was noted after the procedure. The patient was stable throughout the whole procedure.